Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 1627487-2020-22316, 1627487-2020-22317, 1627487-2020-22318, 1627487-2020-22319, 1627487-2020-22321, 1627487-2020-22322. It was reported the patient experienced ineffective therapy. In turn, the patient's scs system was explanted on an unknown date to address the issue.